Event description:
It was reported that the during generator exchange that externalized conductors were noticed on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.